Manufacturer narrative:
Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for hub-holder separation was observed. Additionally, the customer sample along with 30 retention samples from bd inventory, were evaluated by visual examination and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced non patient needle separates from the holder hub. This event occurred twice. The following information was provided by the initial reporter. The customer stated: needle breaks from sleeve before use. The complete needle part (patient end + non-patient end) breaks from the sleeve.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced non patient needle separates from the holder hub. This event occurred twice. The following information was provided by the initial reporter. The customer stated: needle breaks from sleeve before use. The complete needle part (patient end + non-patient end) breaks from the sleeve.